Manufacturer narrative:
Device remains implanted and will not be returned at this time. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
The customer reported that on an unknown date a plate broke following a mtp procedure. The surgery was completed on (B)(6) 2016 but the revision is yet to be carried out.

Event description:
The customer reported that on an unknown date a plate broke following a mtp procedure. The surgery was completed on october 27th 2016 but the revision is yet to be carried out.

Manufacturer narrative:
The reported event that plate anchorage mtp / version v1 - right was alleged of 'implant breakage after surgery' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. However, based on provided information, most likely possible root causes are patient related. The device was implanted on (B)(6) 2016 when the breakage was noticed on (B)(6) 2017 (6 monhts later). Moreover it was unknown if the fusion occurred or not. The breakage could have been caused by a fall or trauma or by delayed healing or non-healing. The anchorage plate system is an internal fixation system which shall fix bone segments in a correct position until sufficient bone consolidation is acchieved. The anchorage plating system is not intended to transmit full forces and bending moments of daily routine. Loading and weightbearing have to be individually reduced. Influence factors for the required load reduction are: the type and the localization of fixation, the bone quality (e.g. Strong bone in younger patients vs. Osteoporotic bone), correct fixation technique (e.g. Correct dimension of the plate, correct positioning of the plate, sufficient length of the plate and the screws, p g p , g p , sufficient bending of the plate, correct screw placement with sufficient insertion torque). This problem is not specific for the anchorage plating system. This is a typical problem of all locking or non locking plates and with current materials and plate designs there is no potential for further mitigation of the risks. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The customer reported that on an unknown date a plate broke following a mtp procedure. The surgery was completed on (B)(6) 2016 but the revision is yet to be carried out.